Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not duplicate the issue. He inspected the alignments, fluidics, and syringes. He performed precision testing with good results and verified qc. The investigation is ongoing.

Event description:
There was an allegation of questionable gluc hk gen.3 results for a csf sample from the cobas 8000 cobas c 502 module. The initial result was 5 mg/dl and was reported outside of the laboratory. A doctor called to question the original result and the sample was repeated. The repeat result from the same analyzer using a new aliquot of the sample was 62 mg/dl. The result from another cobas c502 analyzer was 65 mg/dl, which the laboratory deemed correct. The reagent lot number and expiration date were requested but were not provided.